Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is not working and is not delivering insulin. The customer has reverted to manual injections for insulin therapy. No additional information was provided.